Manufacturer narrative:
As reported from the field, a 3.0/13mm cypher stent delivery system had a "defective shaft". Despite requests for clarification, no clinical details were provided. The product returned for analysis exhibited a fractured hypotube. One non-sterile cypher rx 3.00 x 15 mm was received coiled. The hypotube was broken, but still attached by the outer body. The unit was also kinked. The stent was correctly mounted on the balloon. No other visual anomalies were noted. The edges of the fracture site were irregular and it appeared that the unit had kinked or was stressed, prior to the fracture. The failure was confirmed. Breakages of this nature are usually the result of ductile overload. Force or cycling of the hypotube (kinking - straightening - kinking) may result in the eventual breakage. The exact source of the force, which resulted in the breakage of the hypotube, cannot be determined. Controls are in place to detect and prevent kinked/damaged products from leaving the facility. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. No corrective action will be requested at this time because the reported complaint does not appear to be manufacturing related. Conclusion: without additional information, it is not possible to determine with certainty what factors might have contributed to the event, but it appears that device handling might have contributed to the event.

Event description:
The shaft was defective on the 3.0 x 13mm cypher stent. It was indicated the product was clinically used. There was no patient injury. No additional information was given.